Manufacturer narrative:
As it is not known which device if either contributed to the dissection and subsequent death, the following additional device was investigated: bxa117901j sn: (B)(6) UDI: (B)(4). H.6. Updated. Results of investigation: 213: a review of the manufacturing records for the devices verified the lots met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent an endovascular treatment with kissing stent technique to treat a severe stenosis at the terminal aorta. Two gore® viabahn® vbx balloon expandable endoprostheses (vbx device / bxa117901j) were implanted on both sides (one each). It was reported that the right common iliac artery was 10.8 mm and the left common iliac artery was 8.9 mm in diameter. A bare metal stent had been implanted in the common iliac artery previously. Upon post-dilation using vbx devices¿ balloon, a dissection developed proximally with bleeding. An occlusion balloon catheter was inserted to stop the bleeding, and the patient was transported to another hospital to treat the dissection. Reintervention or surgical procedure was planned. On (B)(6) 2021 the patient expired. The cause of death was aortic hemorrhage. It is unknown whether an autopsy was performed. It is unknown whether there was any relationship between the vbx device(s) and the death. Physician reportedly stated that the cause was unknown, but the bleeding was observed when the post-dilation was performed. The fsa reported as follows: the bleeding could be caused by the post-dilation because there were no issues before the post-dilation. The diameter of the terminal aorta was unavailable, but the kissing technique with 11mm vbx devices could be too large, which may have led to over-expanded.

Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent an endovascular treatment with kissing stent technique to treat a severe stenosis at terminal aorta. Two gore® viabahn® vbx balloon expandable endoprostheses (vbx device / bxa117901j) were implanted on both sides one each. It was reported that the right common iliac artery was 10.8 mm and the left common iliac artery was 8.9 mm. Upon post-dilation using vbx devices¿ balloon performed after the two devices were deployed, a dissection was developed proximally and it was bleeding. An occlusion balloon catheter was inserted to stop the bleeding, and the patient was transported to another hospital to treat the dissection. Reintervention or surgical procedure is being planned. The event is currently ongoing. Physician reportedly stated that the cause was unknown, but the bleeding was observed when the post-dilation was performed. The fsa reported as follows: the bleeding could be caused by the post-dilation because there were no issues before the post-dilation. The diameter of the terminal aorta was unavailable, but the kissing technique with 11mm vbx devices could be too large, which may have led to over-expanded.